Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. The customer's blood glucose (bg) level was 620 mg/dl. The customer was hospitalized on (B)(6) 2025 and was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. The customer was discharged (B)(6) 2025.